Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure(tm) 24 biological indicator (bi) after a completed sterrad(tm) nx cycle. The one item in the affected load was released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure(tm) 24 biological indicators. Asp will continue to follow up for additional information.

Manufacturer narrative:
Additional information received indicates surgeon, patient and infection control were notified and patient is being tracked. Should new information be received about patient outcome, a supplemental MDR will be submitted. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and retains analysis. The DHR could not be reviewed without the lot number available. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number could not be performed without lot number available. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The product was not returned for evaluation. Retains testing could not be performed without lot number available. Without return of the device or lot number available, the assignable cause remains indeterminable. The issue will continue to be tracked and trended.